Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor. Unable to performed the basic occlusion, occlusion, excessive no delivery alarm due to prime fill anomaly.

Event description:
It was reported that the customer went to the emergency room and was hospitalized in intensive care unit due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was 624 mg/dl. Caller stated that the customer had nausea and was thirsty prior to hospitalization.